Event description:
The user reported that switch had stopped working. Our investigation found a small cut in the cord near the switch which could have exposed the user to bare wire.

Manufacturer narrative:
The user returned that the switch had stopped working. Our inspection found a small cut in the cord near the switch which could have exposed the user to bare wire. These types of failures are generally caused by excessive bending of the cord near the switch. We have initiated a CAPA project ((B)(4)) to reduce the occurrence of this issue.